Event description:
It was reported that the patient's ipg had depleted and stopped providing stimulation. It is unknown if the ipg depleted normally or prematurely. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An ipg reaching low battery and loss of stimulation was reported to abbott. The ipg was not returned for evaluation. Additionally, stimulation settings were are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.